Event description:
On (B)(6) 2019 reporter had a coolsculpting procedure done. After the procedure she went to the bathroom and notice blood in her urine, which continued for three to four days. On (B)(6) reporter had an abdominal pain and used the bathroom at a park, the bowel movement was hard and clumpy together. After that day reporter stated that she was unable to have a bowel movement for 16 days. She tried using the bathroom at home but start experiencing pain. She felt something ruptured. She drank a lot of fluids but the pain persist and she called an ambulance. At the emergency room a cat scan was done where it was noted that her left colon and right small intestine has ruptured. She was rushed to the operating room for an emergency surgery where 12cm of her colon was cut off. A stoma was implanted. On (B)(6) 2020, three months after her surgery a reversal surgery was done to reverse the stoma. During the surgery a hernia repair was done and her colon connected to the rectum.